Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic surgery lobectomy, after firing the 45 mm reload, the vessel started to bleed from the proximal to the distal side. It could not be seen if the staples were formed correctly due to the amount of blood. The surgeon clipped along the length of the staple line and used a hemostat and a fibrin sealant to stop the bleeding. The 30 mm reload was loaded on the same handle and was being applied on the pulmonary artery, however, after pressing the green button, the stapler would not fire. The handle and the reload was replaced to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account and two sealed devices. Visual and functional evaluation of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.